Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Brinkmann, 2023 ¿ anchoring fins of fully covered self-expandable metal stents affect pull-out force and stent migration. All stents were placed during ercp by an experienced endoscopist with a record of >100 bile duct stent placement procedures and a median endoscopic expertise of 15 years (range, 5-25). The sems diameters were 10 mm, and the length was selected according to the length of the stricture. Abnormal use: indication for use: benign biliary strictures received fcsemss for malignant (42%) or benign (58%) stenosis of the common bile duct. Patient outcome not provided in the literature article. Male: 51 (67%) age: median age of 64 years.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.